Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
On (B)(6) 2005 underwent tension-free vaginal tape (tvt) uretex sup urethropexy under general anesthesia. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.